Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure oversensing noise on the right ventricular (rv) channel was observed prior to complete closure of the pocket. Thus the physician disconnected and reconnected the rv lead, which did not resolve the issue. There was no asystole. Electrogram (egm) strips were sent into boston scientific technical services (ts) was for review. Upon review, ts discussed that the noise appeared consistent with air bubbles escaping the header via the setscrew seal plug and would likely resolve on its own. It was noted that the noise resolved on its own, no further testing was performed and the system remains implanted in the patient.